Event description:
Patient had a guidant model insignia entra dr model #1296 pacemaker inserted in 2006 due to sick sinus syndrome, tachybrady variant with a history of recurrent atrial fibrillation/flutter. A recent recall on the guidant pacers was sent to our md. This patient was already deceased at the time of the recall and came to the ed in full cardiac arrest 2 mos later. It is unknown if the cause of her death was pacemaker related.